Event description:
PICC line found to be fractured. Portion coiled in pulmonary artery. Resulted in one overnight stay in hospital. Removed via cardiac cath procedure 4/7/98. Pt requested to retain device.